Event description:
It was reported that the patient had gone to the emergency room at (B)(6) hospital dn33 2ba, with hypoglycemia and seizure. The patient's blood glucose levels decreased to 2.2 mmol/l (39.6 mg/dl) while wearing the pod between 5 and 24 hours on the leg. The patient did not experience an alarm for hypoglycemia during this. The blood glucose was low for approximately 2 hours and then the patient¿s mom gave two emergency shots of ogluo 1mg glucogon. The patient then experienced a seizure, so the mother called an ambulance. The patient was taken to the emergency room, diagnosed with hypoglycemia, and stayed there approximately 8 hours and was then discharged. In the emergency room the patient was given juice, something to eat, more spare pods, and prescribing two more shots of ogluo 1mg glucogon. The patient¿s mom verified that all alarms were supposedly turned on. The following two nights the patient slept with ¿activity mode¿ on because they were worried that he may go low again. The pod was removed the day after they returned home from the emergency room. The pod was discarded so is not available for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.